Event description:
It was reported on the medwatch form that a pt complained of tongue pain after surgery. Two areas of abrasions were observed on each side of the tongue secondary to the tongue clamp placement. No product catalogue number was provided.